Event description:
It has been reported to philips that x-ray was not possible during clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a planned treatment/non-emergency treatment which got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible and image processing pc (ippc) was automatically shutting down. Review of the system log file showed ippc was not started. Fse inspected the system and found the ippc was defective. Fse replaced a new ippc and downloaded board software. After replacement of ippc and download of board software system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.